Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if it could have contributed to the reported infection at insertion site. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient reported they encountered an infection at insertion site (leg) while wearing the pod longer than 48 hours. Patient was seen by a health care professional on (B)(6) 2017 where they were prescribed 500 mg of antibiotic cephalexin taken 3 times per day.